Event description:
"After being placed on catheter in the radial vein during three days it looses liquid at the site. When trying to withdraw it, it separated and the catheter had to be taken out by a surgery." No further info was available. With the source stating she did not want to reveal confidential info.